Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for three (3) months prior to the event date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements and the lots met all specifications for release. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident is attributed to end user error.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and the inability to drain through his pd catheter (not a fresenius product). Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with staphylococcus epidermidis and a white blood cell (wbc) count of 3495/mm3. The patient was diagnosed with peritonitis due to a lack of aseptic technique during ccpd on the liberty select cycler at home. The patient was prescribed intraperitoneal (ip) vancomycin at 1000 mg every 5 days for two weeks and ip ceftazidime at 1000 mg every day for two weeks. Upon cultures results, the ip ceftazidime was discontinued. Due to the patient¿s inability to drain, the patient was hospitalized on (B)(6) 2021 and underwent a pd catheter exchange after his catheter was unable to be cleared. The patient underwent continuous ambulatory pd (capd) for renal replacement therapy during this admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient¿s peritonitis, obstructed pd catheter and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event and continued ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The patient¿s peritonitis can be directly attributed to a lack of aseptic technique as reported by a medical professional. Poor aseptic technique or ¿touch contamination¿ is the leading source of transmission for pathogens that cause peritonitis. This is further evidenced by the presence of a microorganism that is part of the normal flora of human skin and hands. Therefore, the liberty cycler set can be excluded as the root cause of this infection. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and the inability to drain through his pd catheter (not a fresenius product). Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with staphylococcus epidermidis and a white blood cell (wbc) count of 3495/mm3. The patient was diagnosed with peritonitis due to a lack of aseptic technique during ccpd on the liberty select cycler at home. The patient was prescribed intraperitoneal (ip) vancomycin at 1000 mg every 5 days for two weeks and ip ceftazidime at 1000 mg every day for two weeks. Upon cultures results, the ip ceftazidime was discontinued. Due to the patient¿s inability to drain, the patient was hospitalized on (B)(6) 2021 and underwent a pd catheter exchange after his catheter was unable to be cleared. The patient underwent continuous ambulatory pd (capd) for renal replacement therapy during this admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient¿s peritonitis, obstructed pd catheter and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event and continued ccpd therapy on the same liberty select cycler at home post-discharge.